Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) onsite to further evaluate the unit. Once onsite, the fse tested the unit but could not confirm the customer's alleged malfunction due to the speaker assembly working after the power had been turned off and on. Immediately after the maintenance inspection, the speaker assembly was replaced for precautionary purposes due to frequent symptoms. The unit is reported to be working to specification. Based on the information available and the testing conducted, the customer's alleged malfunction could not be confirmed. The reported problem was not confirmed. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required.

Event description:
The customer reported a speaker malfunction, and no sound was played. The device was not in use on a patient at the time of event, there was no adverse event reported.